Event description:
It was reported that intermittent undersensing on the atrial lead was causing false termination of some atrial tachycardia/atrial fibrillation episodes. It was further reported that diminished sensing (chronic low r-wave amplitude) was noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.